Event description:
During preventative maintenance of the device, the user observed the electronic gas delivery system did not function as expected. The user reported the sensor displayed a maximum reading of 6% o2. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.